Event description:
Clinical study. Same case as 2134265-2009-04712. It was reported that following a carotid artery stenting procedure, the patient experienced prolonged hypotension. The target lesion was located in the ostium of the right internal carotid artery with 98% stenosis and was 7 mm long with a 5 mm reference vessel diameter. The target lesion was treated with pre-dilatation and placement of a filterwire ez, and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 5%. Following the procedure, the patient experienced prolonged hypotension. The patient was transferred to the ICU and treated with dopamine and inotropic support. The event was resolved 3 days later without residual effects, and the patient was discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.